Manufacturer narrative:
Product complaint # (B)(4). Reporter is company representative. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that following an acl reconstruction procedure during sterilization it was noticed that the sales rep's intrafix hex driver cannula was bent. The sales rep did not know how the device bent. The case was completed with a milagro driver with no patient harm or delay. The sales rep could not provide a lot number. The device was discarded by the customer.